Event description:
It was reported that the catheter was no longer recognized after conditioning was completed. Additionally, it was observed that the serial number scanned from the barcode did not match the serial number on the actual device. During preparation for a percutaneous myocardial ablation procedure to treat atrial fibrillation (afib), an intellamap orion catheter was selected for use. The conditioning button illuminated as expected, and electrical signals were initially displayed on the signal station. However, after conditioning was completed, the catheter was no longer recognized by the system. The signal station subsequently displayed "no signal," and the device was not visible on either the list of connected devices or magnetic tracking. No error messages were reported. In addition, a labeling discrepancy was identified. The serial number printed on the catheter handle was (B)(6) while the serial number prompted during barcode scanning was (B)(6), indicating a mismatch between the scanned barcode information and the catheter. The discrepancy was discovered after the conditioning process. Verification of the lot numbers on the original packaging was not possible because the box and seal had been discarded, and no photos were available for review. The procedure was completed using another of the same device with no patient complications.